Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # 810782 h3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optical sensor alarm was generated after turning the patient. It was noted that the inner lumen of the iab catheter was capped off. The customer had already transduced the radial arterial line as an alternative arterial pressure (ap) source. The getinge representative instructed them to remove the optical sensor from the pump and reinsert it to make sure it wasn¿t a loose connection, but alarm was still present. The customer was then instructed to remove the sensor, coil it up, and label with tape that it was broken. The alarm then went away. There was no patient harm or adverse event reported.